Event description:
It was reported that a button was not responding on the customer's insulin pump, while she was attempting to rewind it. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 350 mg/dl and she treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with no act button response due to flattened button dome switch. Unable to verify for lost sensor alarm due to no act button response. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads, missing end cap sticker and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)